Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced insulin flow blocked alarm due to bent cannula issue event on (B)(6) 2026. The site of insertion was on abdomen. The infusion set was in use for few hours.